Manufacturer narrative:
Product analysis: the complaint was unconfirmed. However, the display was found to have an unresponsive area. Stylus calibration was unable to be performed, due to an out of specification micro processor unit (mpu). The radio frequency (rf) programmer head connector was found to be loose on the link electronic module (lem). The system fan was found to be noisy. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a portion of the programmer's screen was not displaying. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification, during analysis.